Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the account confirmed that the suture placement was for the closure of the right common femoral vein. The suture of one new proglide was successfully pre-placed. Hemostasis was achieved with only one of the pre-placed proglide suture. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a vessel puncture closure of an unspecified vessel using the pre-close technique via a 8.5f sheath hole prior to an ablation interventional procedure. Reportedly, when removing the plunger there were no suture present. Hemostasis was achieved with another proglide. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.